Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that dilaudid was hung on (B)(6) 2026 as a primary at 09:07 at 0.5mg/hr and approximately 2 hours later, the 50ml bag was empty. The patient was admitted for septic shock with a history of being on a ventilator and pressors. The patient outcome is unknown.the customer later provided the following information on (B)(6) 2026. There was no patient harm or injury.